Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motor stall occurred due to the healthcare provider using a magnet when trying to telemetry the pump. A motor stall was in the event logs with no motor stall recovery recorded. There was no medical or therapy problem. Further information is being requested from the hcp.